Event description:
Baxter received a report from a facility involving an automix 3+3/as compounder. According to the facility, the umb (umbilical) cable was frayed. The unit is being swapped. There was no patient involvement and therefore no medical intervention or adverse event. No further information was available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a "frayed umb cable" was confirmed during visual inspection. The cause was determined to be a damaged umbilical cable. There were no repairs or upgrades performed on device since it is a stay in unit. Additional information: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4)